Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot record review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a pt was admitted to the hospital on (B)(6) 2012, one day following a novasure endometrial ablation. She had a "high fever" and "diagnosis was streptococcus". Treatment included intravenous (IV) antibiotics (medication unk). She was discharged from the hospital prior to the date of this report (exact date unk). The physician reported the pt is "fine".